Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump had a blank display and felt that the internal pump battery was not holding a charge. The customer¿s blood glucose level was 279 mg/dl at the time of the incident. The customer resolved the blank display with a new battery but the internal power issue was not addressed. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Pump powered up properly after battery installation. No blank display noted. Insulin pump received with normal operating currents, no unexpected power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing.